Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient reprocessing leaving biological glue in the insertion tube could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device failed the leak test and a leak was found one inch from the distal end. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the device had been insufficiently reprocessed as the insertion tube was dirty. This report is being submitted for the malfunction found during evaluation (insufficient reprocessing). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the device had been insufficiently reprocessed as the insertion tube was dirty. The reported issue (failed leak test) was confirmed. There was a leak due to a pinhole in the bending section cover. In addition, angulation was insufficient and the adhesive on the bending section cover was worn due to chemical/physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.